Event description:
A person unknown to us at this time removed a bag of IV solution from a cadd pump while the pump was in operation. The pump continued to run without any warning of air in the line to alert us that the bag was gone. This is the defect that we are reporting. The solution of dilaudid was being administered subcutaneously for pain management therefore there was no risk of air embolus. The patient suffered unnecessarily and for an unknown number of hours from unrelieved pain. This is a serious medical event. In addition to the lack of an alarm the other factor that contributed to our failure to discover the bag was missing in a timely manner. The pump and the bag are kept together in a black pouch that has a clear plastic window so that the pump can be adjusted without needing to open the bag. We are changing our practices and retraining our staff to prevent this from ever occurring again. Dates of use: (B)(6) 2018. Diagnosis or reason for use: cancer pain, chronic pain, ulcer pain, lung cancer with metastasis.